Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, staphylococcal infection ("contracted mrsa from the metal of essure implants"), immunodeficiency ("has severely compromised my immunity"), muscle spasms ("spasms"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling my extremities"), cognitive disorder ("congitive fog"), vision blurred ("blurred vision"), balance disorder ("balance issues"), autoimmune disorder (seriousness criterion medically significant), bone disorder ("bone deep"), infection ("infections nos"), alopecia ("hair loss"), tooth disorder ("I got to get my fit for new teeth too because of essure damages"), abdominal pain ("excruciating belly pain"), pneumonia ("I had a severe lung infection"), respiratory tract infection ("respiratory infections"), dyspnoea ("lung infection could have been made worse from me not being able to breathe") and ovarian cyst ("I suffer from these ovarian cysts") and was found to have blood pressure abnormal ("blood pressure") and weight increased ("weight gain"). The patient was treated with hydrocortisone and surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the allergy to metals, staphylococcal infection, immunodeficiency, muscle spasms, migraine, headache, hypoaesthesia, paraesthesia, cognitive disorder, vision blurred, balance disorder, autoimmune disorder, bone disorder, blood pressure abnormal, infection, alopecia, weight increased, tooth disorder, abdominal pain, pneumonia, respiratory tract infection, dyspnoea and ovarian cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, balance disorder, blood pressure abnormal, bone disorder, cognitive disorder, dyspnoea, headache, hypoaesthesia, immunodeficiency, infection, migraine, muscle spasms, ovarian cyst, paraesthesia, pneumonia, respiratory tract infection, staphylococcal infection, tooth disorder, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media:headaches, numbness, tingling, cognitive fog, blurred vision, balance issues, autoimmune disorder, deep bone, nickel allergy with rash, welts, hives, blood pressure abnormal, infections, hair loss, lung infection, breathing difficulty, respiratory infection, ovarian cysts quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), staphylococcal infection ('contracted mrsa from the metal of essure implants'), immunodeficiency ('has severely compromised my immunity') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, staphylococcal infection (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), muscle spasms ("spasms"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling my extremities"), cognitive disorder ("cognitive fog"), vision blurred ("blurred vision"), balance disorder ("balance issues"), autoimmune disorder (seriousness criterion medically significant), bone disorder ("bone deep"), infection ("infections nos") and alopecia ("hair loss") and was found to have blood pressure abnormal ("blood pressure"). The patient was treated with hydrocortisone and surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the allergy to metals, staphylococcal infection, immunodeficiency, muscle spasms, migraine, headache, hypoaesthesia, paraesthesia, cognitive disorder, vision blurred, balance disorder, autoimmune disorder, bone disorder, blood pressure abnormal, infection and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, balance disorder, blood pressure abnormal, bone disorder, cognitive disorder, headache, hypoaesthesia, immunodeficiency, infection, migraine, muscle spasms, paraesthesia, staphylococcal infection and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media:headaches, numbness, tingling, cognitive fog, blurred vision, balance issues, autoimmune disorder, deep bone, nickel allergy with rash, welts, hives, blood pressure abnormal, infections, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Event hair loss was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("total abdominal hysterectomy"), staphylococcal infection ("contracted mrsa from the metal of essure implants") and immunodeficiency ("has severely compromised my immunity") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant) and muscle spasms ("spasms"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the medical device removal, staphylococcal infection, immunodeficiency and muscle spasms outcome was unknown. The reporter considered immunodeficiency, medical device removal, muscle spasms and staphylococcal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), staphylococcal infection ('contracted mrsa from the metal of essure implants'), immunodeficiency ('has severely compromised my immunity') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, staphylococcal infection (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), muscle spasms ("spasms"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling my extremities"), cognitive disorder ("cognitive fog"), vision blurred ("blurred vision"), balance disorder ("balance issues"), autoimmune disorder (seriousness criterion medically significant), bone disorder ("bone deep") and infection ("infections nos") and was found to have blood pressure abnormal ("blood pressure"). The patient was treated with hydrocortisone and surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the allergy to metals, staphylococcal infection, immunodeficiency, muscle spasms, migraine, headache, hypoaesthesia, paraesthesia, cognitive disorder, vision blurred, balance disorder, autoimmune disorder, bone disorder, blood pressure abnormal and infection outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, balance disorder, blood pressure abnormal, bone disorder, cognitive disorder, headache, hypoaesthesia, immunodeficiency, infection, migraine, muscle spasms, paraesthesia, staphylococcal infection and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media:headaches, numbness, tingling, cognitive fog, blurred vision, balance issues, autoimmune disorder, deep bone, nickel allergy with rash, welts, hives, blood pressure abnormal, infections. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events: blood pressure abnormal and infections nos were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total abdominal hysterectomy'), staphylococcal infection ('contracted mrsa from the metal of essure implants'), immunodeficiency ('has severely compromised my immunity') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced staphylococcal infection (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), muscle spasms ("spasms"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling my extremities"), cognitive disorder ("cognitive fog"), vision blurred ("blurred vision"), balance disorder ("balance issues"), autoimmune disorder (seriousness criterion medically significant) and bone disorder ("bone deep"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the medical device removal, staphylococcal infection, immunodeficiency, muscle spasms, migraine, headache, hypoaesthesia, paraesthesia, cognitive disorder, vision blurred, balance disorder, autoimmune disorder and bone disorder outcome was unknown. The reporter considered autoimmune disorder, balance disorder, bone disorder, cognitive disorder, headache, hypoaesthesia, immunodeficiency, medical device removal, migraine, muscle spasms, paraesthesia, staphylococcal infection and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media:headaches, numbness, tingling, cognitive fog, blurred vision, balance issues, autoimmune disorder, deep bone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received reporter information was added. New event added migraines, headaches, numbness, tingling, cognitive fog, blurred vision, balance issues, autoimmune disorder, deep bone. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), staphylococcal infection ('contracted mrsa from the metal of essure implants'), immunodeficiency ('has severely compromised my immunity') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, staphylococcal infection (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), muscle spasms ("spasms"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling my extremities"), cognitive disorder ("congitive fog"), vision blurred ("blurred vision"), balance disorder ("balance issues"), autoimmune disorder (seriousness criterion medically significant) and bone disorder ("bone deep"). The patient was treated with hydrocortisone and surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the allergy to metals, staphylococcal infection, immunodeficiency, muscle spasms, migraine, headache, hypoaesthesia, paraesthesia, cognitive disorder, vision blurred, balance disorder, autoimmune disorder and bone disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, balance disorder, bone disorder, cognitive disorder, headache, hypoaesthesia, immunodeficiency, migraine, muscle spasms, paraesthesia, staphylococcal infection and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: headaches, numbness, tingling, cognitive fog, blurred vision, balance issues, autoimmune disorder, deep bone, nickel allergy with rash, welts, hives. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: this record was detected to be a duplicate to record # (B)(4) (social media posting) from which all information was transferred to this case ((B)(4)), then this duplicate record # (B)(4) will be deleted. New: essure indication added: female sterilisation. Reason for essure removal was added: allergy to metals ('looks like nickel allergy'), symptom added: urticaria ('rash look like/welts/hives') treatment drug added: hydrocortisone. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and staphylococcal infection ('contracted mrsa from the metal of essure implants') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder"), immunodeficiency ("has severely compromised my immunity"), muscle spasms ("spasms"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling my extremities"), cognitive disorder ("cognitive fog"), vision blurred ("blurred vision"), balance disorder ("balance issues"), bone disorder ("bone deep"), urticaria ("rash look like/welts/hives"), infection ("infections nos"), alopecia ("hair loss"), dental caries ("I got to get my fit for new teeth too because of essure damages/teeth are rotting from inside to the outside"), abdominal pain ("excruciating belly pain"), pneumonia ("I had a severe lung infection"), respiratory tract infection ("respiratory infections"), dyspnoea ("lung infection could have been made worse from me not being able to breathe") and ovarian cyst ("I suffer from these ovarian cysts") and was found to have blood pressure abnormal ("blood pressure") and weight increased ("weight gain"). The patient was treated with hydrocortisone and surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the allergy to metals, staphylococcal infection, autoimmune disorder, immunodeficiency, muscle spasms, migraine, headache, hypoaesthesia, paraesthesia, cognitive disorder, vision blurred, balance disorder, bone disorder, urticaria, blood pressure abnormal, infection, alopecia, weight increased, dental caries, abdominal pain, pneumonia, respiratory tract infection, dyspnoea and ovarian cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, balance disorder, blood pressure abnormal, bone disorder, cognitive disorder, dental caries, dyspnoea, headache, hypoaesthesia, immunodeficiency, infection, migraine, muscle spasms, ovarian cyst, paraesthesia, pneumonia, respiratory tract infection, staphylococcal infection, urticaria, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-oct-2021: quality safety evaluation of ptc. Upon internal review, seriousness criterion for event infection mrsa was amended to medically significant and for event autoimmune disorder was amended to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), staphylococcal infection ("contracted mrsa from the metal of essure implants"), immunodeficiency ("has severely compromised my immunity"), muscle spasms ("spasms"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling my extremities"), cognitive disorder ("congitive fog"), vision blurred ("blurred vision"), balance disorder ("balance issues"), bone disorder ("bone deep"), urticaria ("rash look like/welts/hives"), infection ("infections nos"), alopecia ("hair loss"), dental caries ("I got to get my fit for new teeth too because of essure damages/teeth are rotting from inside to the outside"), abdominal pain ("excruciating belly pain"), pneumonia ("I had a severe lung infection"), respiratory tract infection ("respiratory infections"), dyspnoea ("lung infection could have been made worse from me not being able to breathe") and ovarian cyst ("I suffer from these ovarian cysts") and was found to have blood pressure abnormal ("blood pressure") and weight increased ("weight gain"). The patient was treated with hydrocortisone and surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the allergy to metals, autoimmune disorder, staphylococcal infection, immunodeficiency, muscle spasms, migraine, headache, hypoaesthesia, paraesthesia, cognitive disorder, vision blurred, balance disorder, bone disorder, urticaria, blood pressure abnormal, infection, alopecia, weight increased, dental caries, abdominal pain, pneumonia, respiratory tract infection, dyspnoea and ovarian cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, balance disorder, blood pressure abnormal, bone disorder, cognitive disorder, dental caries, dyspnoea, headache, hypoaesthesia, immunodeficiency, infection, migraine, muscle spasms, ovarian cyst, paraesthesia, pneumonia, respiratory tract infection, staphylococcal infection, urticaria, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media:headaches, numbness, tingling, cognitive fog, blurred vision, balance issues, autoimmune disorder, deep bone, nickel allergy with rash, welts, hives, blood pressure abnormal, infections, hair loss, lung infection, breathing difficulty, respiratory infection, ovarian cysts, dental caries quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Event tooth disorder updated to event tooth decay. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("total abdominal (B)(6) hysterectomy"), infection ("contracted (B)(6) from the metal of essure implants ") and immunodeficiency ("has severely compromised my immunity") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), (B)(6) infection (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant) and muscle spasms ("spasms"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the medical device removal, staphylococcal infection, immunodeficiency and muscle spasms outcome was unknown. The reporter considered immunodeficiency, medical device removal, muscle spasms and staphylococcal infection to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, staphylococcal infection ("contracted mrsa from the metal of essure implants"), immunodeficiency ("has severely compromised my immunity"), muscle spasms ("spasms"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling my extremities"), cognitive disorder ("congitive fog"), vision blurred ("blurred vision"), balance disorder ("balance issues"), autoimmune disorder (seriousness criterion medically significant), bone disorder ("bone deep"), infection ("infections nos"), alopecia ("hair loss"), tooth disorder ("I got to get my fit for new teeth too because of essure damages") and abdominal pain ("excruciating belly pain") and was found to have blood pressure abnormal ("blood pressure") and weight increased ("weight gain"). The patient was treated with hydrocortisone and surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the allergy to metals, staphylococcal infection, immunodeficiency, muscle spasms, migraine, headache, hypoaesthesia, paraesthesia, cognitive disorder, vision blurred, balance disorder, autoimmune disorder, bone disorder, blood pressure abnormal, infection, alopecia, weight increased, tooth disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, balance disorder, blood pressure abnormal, bone disorder, cognitive disorder, headache, hypoaesthesia, immunodeficiency, infection, migraine, muscle spasms, paraesthesia, staphylococcal infection, tooth disorder, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media:headaches, numbness, tingling, cognitive fog, blurred vision, balance issues, autoimmune disorder, deep bone, nickel allergy with rash, welts, hives, blood pressure abnormal, infections, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media information received: new reporter and new events were added ( weight gain, abdominal pain, tooth disorder nos). On 23-mar-2020: fu16+17 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, staphylococcal infection ("contracted mrsa from the metal of essure implants"), immunodeficiency ("has severely compromised my immunity"), muscle spasms ("spasms"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling my extremities"), cognitive disorder ("congitive fog"), vision blurred ("blurred vision"), balance disorder ("balance issues"), autoimmune disorder (seriousness criterion medically significant), bone disorder ("bone deep"), infection ("infections nos") and alopecia ("hair loss") and was found to have blood pressure abnormal ("blood pressure"). The patient was treated with hydrocortisone and surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the allergy to metals, staphylococcal infection, immunodeficiency, muscle spasms, migraine, headache, hypoaesthesia, paraesthesia, cognitive disorder, vision blurred, balance disorder, autoimmune disorder, bone disorder, blood pressure abnormal, infection and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, balance disorder, blood pressure abnormal, bone disorder, cognitive disorder, headache, hypoaesthesia, immunodeficiency, infection, migraine, muscle spasms, paraesthesia, staphylococcal infection and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media:headaches, numbness, tingling, cognitive fog, blurred vision, balance issues, autoimmune disorder, deep bone, nickel allergy with rash, welts, hives, blood pressure abnormal, infections, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received :new event 'surgery twice with essure removal was added. On 20-mar-2020: no new information. On 20-mar-2020: no new information. On 20-mar-2020: no new information. On 20-mar-2020: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, staphylococcal infection ("contracted mrsa from the metal of essure implants"), immunodeficiency ("has severely compromised my immunity"), muscle spasms ("spasms"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling my extremities"), cognitive disorder ("congitive fog"), vision blurred ("blurred vision"), balance disorder ("balance issues"), autoimmune disorder (seriousness criterion medically significant), bone disorder ("bone deep"), infection ("infections nos"), alopecia ("hair loss"), tooth disorder ("I got to get my fit for new teeth too because of essure damages"), abdominal pain ("excruciating belly pain"), pneumonia ("I had a severe lung infection"), respiratory tract infection ("respiratory infections"), dyspnoea ("lung infection could have been made worse from me not being able to breathe") and ovarian cyst ("I suffer from these ovarian cysts") and was found to have blood pressure abnormal ("blood pressure") and weight increased ("weight gain"). The patient was treated with hydrocortisone and surgery (total abdominal hysterectomy). Essure was removed in 2003. At the time of the report, the allergy to metals, staphylococcal infection, immunodeficiency, muscle spasms, migraine, headache, hypoaesthesia, paraesthesia, cognitive disorder, vision blurred, balance disorder, autoimmune disorder, bone disorder, blood pressure abnormal, infection, alopecia, weight increased, tooth disorder, abdominal pain, pneumonia, respiratory tract infection, dyspnoea and ovarian cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, balance disorder, blood pressure abnormal, bone disorder, cognitive disorder, dyspnoea, headache, hypoaesthesia, immunodeficiency, infection, migraine, muscle spasms, ovarian cyst, paraesthesia, pneumonia, respiratory tract infection, staphylococcal infection, tooth disorder, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media:headaches, numbness, tingling, cognitive fog, blurred vision, balance issues, autoimmune disorder, deep bone, nickel allergy with rash, welts, hives, blood pressure abnormal, infections, hair loss, lung infection, breathing difficulty, respiratory infection, ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: lung infection, breathing difficulty, respiratory infection, ovarian cysts and reporter information were updated on (B)(6) 2020: fu 19 and 20 proceeded together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.